Event description:
The customer reported unresponsive buttons and a high pitched tone. Advised the customer that the buttons might be stuck, and that the insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display on the countdown, followed by a constant tone. The issues were due to a problem with the mother board. Unable to verify the unresponsive buttons due to the frozen display and constant tone. The insulin pump also had a missing end cap sticker.